Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: controller (B)(6) was returned for evaluation. One (1) controller (B)(6) was not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed bent pins within power port two (2). The damaged pins in the power port prevented a power source from being connected to the controller. Internal visual inspection did not reveal any abnormalities. Review of the controller log files associated with (B)(6) revealed several controller power-up events logged on (B)(6) 2024 between 13:19:25 and 14:34:58. Analysis of the event log file revealed that several settings, including the date, pump ID, and alarm limits were set between the controller power-up events. Additionally, review of the data log file revealed that the controller was not in use prior to the power-up events; the first data point was logged on (B)(6)2024 at 14:21:50, indicating that the power-up events likely occurred during the initial programming of the controller and/or during the reported controller exchange. Analysis of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2024 at 14:21:22, indicating that the controller was powered up without the driveline connected. Log files associated with (B)(6) were not available for analysis. As a result, the reported bent pins event was confirmed. The reported controller programming issue/vad not powering on event could not be confirmed due to insufficient evidence. Of note, if a controller is programmed by the dvsa (disable "vad stop" alarm) method, the start vad button must be pressed on the monitor or power sources must be disconnected from the controller then reconnected to enable autorun for the pump to start. Otherwise, the pump will not start and will remain in a disabled mode. Information received from the site indicated that the controller was not powered down before connecting the pump. As such, use of the dvsa method likely corresponds with the reported vad not powering on event. Based on the available information, the most likely root cause of the bent pin event can be attributed to the reported attempt to connect to the driveline in the power port connector, as reported in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a prophylactic controller exchange, one of the port pins on the new controller was bent. The new controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for additional information received. Updated b5 and codes. Additional products: d1: heartware ventricular assist system ¿2.0 controller d4: model #: 1420 / catalog #: 1420/ expiration date: 31-dec-2024/ serial or lot#:con427238 UDI #: (B)(4) (B)(6) d9: no h3: no h4: mfg date: 15-dec-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a third controller was left programming but was never powered down, this causing the ventricular assist device (vad) to not power on. The patient was exchanged to the original controller, until third was powered down and ready for the exchange. The controller remains in use.